Event description:
It was reported that pump experienced malfunction with non-resettable malfunction alarm, and no notable events occurred prior to issue. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup to maintain insulin delivery, and technical support arranged shipment of replacement pump with updated software.